Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent a left lumbar hernia repair procedure performed to introduce a bard/davol flat mesh to reinforce tissue affected by the hernia. It is alleged that a bard/davol flat mesh 3"x6" (7.5 cm x 15cm), lot number hubz0558, reference number 0112680 as alleged, to this day,the bard/davol flat mesh remains implanted in the patient's body. Ni/ni/ni :the patient has experienced recurrent left lumbar hernia. The patient has suffered serious bodily injuries that have resulted in pain and suffering , disability, and mental anguish due to the alleged defective bard/davol flat mesh.